Event description:
As reported, there was a snap felt when shuttling down the green portion of a 6/7f mynxgrip vascular closure device (vcd). After shuttling and feeling the snap, the balloon inflation indicator deflated. The syringe was still attached and in the same position as before (inflated). The syringe plunger was pulled back and the stopcock was opened to try and deflate the balloon. The balloon would not deflate and was pulled through the arteriotomy to remove the device. Manual compression was held. There was no reported patient injury. A 6f non-cordis sheath was used. The femoral vein's suitability was verified with ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 100% heparinized saline. Additional information was requested but not all was provided. The device will not be returned for evaluation because it was discarded. The device was discarded. A 6f non-cordis sheath was used.

Manufacturer narrative:
As reported, there was a snap felt when shuttling down the green portion of a 6/7f mynxgrip vascular closure device (vcd). After shuttling and feeling the snap, the balloon inflation indicator deflated. The syringe was still attached and in the same position as before (inflated). The syringe plunger was pulled back and the stopcock was opened to try and deflate the balloon. The balloon would not deflate and was pulled through the arteriotomy to remove the device. Manual compression was held. There was no reported patient injury. A 6f non cordis sheath was used. The femoral vein's suitability was verified with ultrasound, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The balloon was prepped with 100% heparinized saline. Additional information was requested but not all was provided. The reported events of ¿pressure gauge inflation indicator extension difficulty and balloon deflation difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. Handling factors may have been a contributing factor to the reported failures. Per the mynxgrip IFU, which is not intended as a mitigation, while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. As per step 3: remove device instructions, users are to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.